Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a (B)(4) registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted at implant. Based on the follow-up with the health-care provider, it was learned that the device was explanted at implant because the "leaflet did not coapt well." No other details reported.

Manufacturer narrative:
(B)(4) leaflets not coapting. (B)(4) device not returned. Additional manufacturer narrative: due to patient privacy regulations, the health-care provider was not able to release any additional information as requested (e.g. Operative report, discharge summary, etc.). Unfortunately, the edwards device was discarded; therefore, the valve could not be investigated for any malfunctions or quality deficiencies. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No further actions are possible with the available information.